Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak under the coulter lh 750 slidemaker instrument, and could not find the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The material safety data sheet (msds) was not reviewed; however, it is readily available. The customer did not come in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment attributed or connected with this complaint. Because the event was related only to the slidemaker, there was no impact to the sample results.

Manufacturer narrative:
Bec field service engineer (fse) observed that the leak was coming from a cut tubing going through pinch valve (vl20). Vl20 provides pressurized diluent to the rinse block and dispense lines. The fse replaced the tubing, and there was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was cut tubing going through pinch valve (vl20). (B)(4).